Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded, deflated when received, and bunched up at the distal end with the tip pulled into the balloon. There were numerous kinks under the balloon in the guidewire lumen. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 83cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The tip was flattened. The inner shaft was buckled 6mm proximal of the bi-component weld. Functional testing was performed by attaching an inflation device filled with water to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the balloon inflated and the catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming that device maintained rated burst pressure (rbp), an attempt to deflate the device by applying negative pressure with the inflation device was made; however, the device did not deflate. Inspection of the inner shaft showed that the buckled inner shaft was creating a blockage causing the device not to deflate and restricting the flow of water. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. After the balloon was inserted into the patient and inflated, deflation of the balloon was attempted, but it failed to deflate. The physician attempted several times to deflate the balloon, but the balloon still could not fully deflate. Finally the physician inflated the balloon again, then the balloon successfully deflated partly and the balloon was directly removed successfully. The patient was stable and there were no any complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilation. After the balloon was inserted into the patient and inflated, deflation of the balloon was attempted, but it failed to deflate. The physician attempted several times to deflate the balloon, but the balloon still could not fully deflate. Finally the physician inflated the balloon again, then the balloon successfully deflated partly and the balloon was directly removed successfully. The patient was stable and there were no any complications reported.